Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: there were multiple reboot events observed in the pump¿s black box data on 03/12/2014. The pump was exercised for a 24 hour period with no pump reboots or call service alarms. A leak test showed a crack in the battery compartment. Moisture was observed inside the battery compartment, but not in the rest of the pump. Unrelated to the power issue, the pump booted up to a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was rust and corrosion in the battery compartment and that the pump was occasionally losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.